Event description:
Related manufacturer report number: 2017865-2023-51164. It was reported, that a patient presented with an unspecified infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. No adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.